Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken or removed, contamination was observed and the downstream occlusion sensor was bubbled. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm message. Functional testing duplicated the reported issued. The investigation determined that an inoperable downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a cassette not attached properly, and reattach cassette alarms. Patient involvement is unknown.